Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported having an infection and being in the hospital. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient was in the hospital from (B)(6) for a touch contamination peritonitis. The patient was treated with intra-peritoneal vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.